Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of event report (B)(4).

Event description:
It was reported by the patient that she underwent a hernia repair procedure on (B)(6) 2010 and mesh was used to treat four small 1 cm hernias. The patient also states that the mesh was placed over an aortic bifemoral bypass in her legs. The patient opined that the surgeon cut the mesh to use on all four of her 1 cm hernias. The patient returned to the emergency room six days post-procedure for a fever that was approximately 102 degrees and because the bulb drain contained what looked like dirty pond water with scales floating in it. The patient states that the surgeon refused to see her at this time and instructed the emergency room physician to give her an intravenous antibiotic and discharge her. The patient was seen for follow up eight days postoperatively. The patient states she had an infection and redness on both sides of the 36 staples and the heat could be felt 3¿ away. The patient was admitted to the hospital and underwent a debridement procedure that resulted in a football sized hole from her breast bone to almost her cesarean section. The patient states the surgeon tried to debride the mesh and put it back in but couldn¿t and she had a sponge with a piece of medical tap over it connected to a vacuum drain unit and the muscles were gone past the rib cage. The wound measured 3.5 inches deep, 7-8 inches long and about 4 inches wide and everything that touched the mesh was gone. The patient underwent every other day sponge changes that felt like the nurses were ripping her insides out and smelled like road kill for which she was not given pain medication until the treatment was completed. The patient spent over 3 weeks in the hospital and 7 months at home in pain. She had a peripherally inserted central catheter for antibiotic infusion, a vacuum drain unit and a sponge that had to be changed every other day with hardly any pain medication. The patient had to tell her husband that she could not have sex.

Manufacturer narrative:
Date sent to FDA: 8/13/2018 additional information: in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.